Event description:
A plate, implanted in 2002 for a complex comminuted left distal femur fracture with one condyle broken off posteriorly, broke post-operative. Plate was implanted with grafton putty and bone bank cancellous chips. Plate was noted as fractured 8 months post-operative in 9/01 and was removed sixteen months later.